Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to not use soap on back for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.